Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer sat on the pump, and the touch screen became shattered and unresponsive. Additionally, an unspecified malfunction alarm occurred. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.